Event description:
Md started using the pointed coagulating electrode in the patient; within a few minutes the point cracked or split in half. We then replaced with a new one and after a few minutes the tip on the new electrode cracked in half as well. Both devices are from the same lot number. The power level was 160 cut/80 coag. The patient was not injured.